Event description:
It was reported error message alerting to catheter deployment shape unknown. With catheter on screen flashing. Changed cable and still issue remained internal reference using cs 1. Cs non-(B)(6) deca catheter positioned in typical cs position. Changed catheter, connected up and still issue persisted. Asked then for cs to be moved slightly, which resolved issue. Therefore, cs non-(B)(6) catheter 1 positioning affecting catheter splines shape detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).